Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). Case subject: npi rate calibration fails. Account name: (B)(6) hospital account #: (B)(4). Asset name: 8100 pump module v8.5.29.0. Asset location: contact: (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: tech. Called in for hep on error with rate calibration test. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: calibration. Case resolution: confirm to tech. The error with rate calibration failing he will need to replace the top sensor on unit but once replace if he gets same error unit needs to be services will have to send unit in for services repair. (B)(4).